Event description:
Hcp reports patient had a catheter revision. The patient was started out at the same intrathecal dose as the previous catheter but went into overdose following the revision. The patient was intubated and nonresponsive. The patient was admitted to the intensive care unit. A follow up report will be sent when additional information is received.